Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not connect to the viewing station of the imaging system when starting up the system. Several restarts restored the connection and functionality. There was no patient present when this issue was identified. No additional information was provided.